Event description:
A line was set up for a free-flowing IV with normal saline (ns) for IV push of a study drug. To check for blood return, the nurse attempted to enter the y with a ns flush syringe with a blunt tip on it. It was difficult to pierce the diaphragm. In doing so, the nurse pushed the material into the y. Ns from the bag hanging above flowed out of the y. The nurse changed the line and completed the treatment.

Event description:
A line was set up for a free-flowing IV with normal saline (ns) for IV push of a study drug. To check for blood return, the nurse attempted to enter the y with a ns flush syringe with a blunt tip on it. It was difficult to pierce the diaphragm. In doing so, the nurse pushed the material into the y. Ns from the bag hanging above flowed out of the y. The nurse changed the line and completed the treatment.